Event description:
It was reported that when the surgeon held the screw with the driver, he felt the screw head and driver loose and hard to pick. He tried to pick the screw and screwing, but the screw head worn. So, the surgeon used a spare product instead of it, and the procedure was completed without any problems.

Manufacturer narrative:
Investigation is in process, but not yet complete.